Manufacturer narrative:
Investigation conclusion: a review of the dhrs found that the lots met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for these lots. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 1 false positive sars result. Customer was symptomatic with symptoms starting on (B)(6) 2023. Customer states they had a pcr test one day after positive otc with a negative result.